Event description:
Dealer is stating the chair is turing itself on and off at night doesn't matter if the chair is charging or not. No other information provided by dealer, he still has not seen the chair.